Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that they were hospitalized for high blood glucose levels. Customer's blood glucose level at the time of hospitalization 762mg/dl. Customer was treated with insulin drip. Advised insulin pump would be replaced. Customer's blood glucose level at the time 279mg/dl. No additional information is provided.